Manufacturer narrative:
A ge service rep performed an on site investigation. The facilities biomed department was instructed to reseat a connection. This was completed and thereafter the system was found to be operating as intended.

Event description:
The customer reported the system displayed a stator not on error code message and thereby shut down without command. No report of pt injury.